Manufacturer narrative:
Device was used for treatment, not diagnosis. This report is for the t-pal cage, part and lot number unknown. Implant date unknown. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported during removal of a spine cage due to infection the t-pal removal holder did not work properly, when the surgeon grasped/released the handle, it did not open/close the forked part. The surgeon pulled the cage using a hospital-owned instrument until the cage came out around the back of the centrum, then completely took the cage out using the complained holder by holding the cage with the forked part at the tip. The event resulted in 10 minutes of surgical delay. The surgeon believes the forked part of the holder in question is too big to fit in the limited space where the cage is grasped. This report is for the unknown t-pal cage. This is report 1 of 1 for (B)(4).